Manufacturer narrative:
Failure analysis confirmed the insulin pump had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assay and motor. The insulin pump was received with scratched on display window and cracked on battery tube threads. The display function properly, no blank display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose reading was 14.4 mmol/l. The customer stated the insulin pump was exposed to moisture; pool water. The customer stated the pump had some blank displays. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.